Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of a leaking IV set was not confirmed. Visual inspection showed no anomalies. Functional testing was performed and no anomalies were observed. The root cause of the reported failure was not determined.